Event description:
A 1500cc bag of nutren 1.5 was hung at 2:00p.m. On a nestle 2200 pump set at 90cc per hour. At 4:10p.m. The bag was empty. At 4:51p.m. The resident expired. Cause of death acute aspiration, progressive dementia. The feeding pump has been sent for evaluation- results are pending.